Event description:
Pt has right total knee replacement surgery in 1987. Six months ago heard crackling sounds in knee. X-rays revealed a failed prosthesis. At revision polyethylene portion has worn and separated from metal backing. Osteolysis was observed around the patella.